Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported no insulin drips were observed exiting the infusion tubing during the load fill tubing sequence. The customer adjusted the luer lock connection resolving the issue. The customer's blood glucose level was 159mg/dl.